Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6. H11. Review of the most recent repair record determined the reciprocation arm was corroded, the switch was stuck, the swivel was loose and the motor was corroded and the speed was unstable. The reciprocation arm, o-rings, poppet housing, spring poppet, derm hinges, derm poppet, swivel, and motor were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: france. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that before surgery the dermatome motor was blocked (seized). There has been no report of harm to patient/operator or delay in a procedure, as there was no patient involvement. Diligence is complete and no additional information is available. No adverse events were reported as a result of this malfunction.